Event description:
During the execution of the technical service bulletin, the field service engineer observed corrosion on the architect ground strap. The ground strap was replaced without incident or injury.

Manufacturer narrative:
(B)(4), evaluation, under certain conditions, (B)(4) can react with unprotected (B)(4) to form corrosion which can further develop into an explosive compound; the (B)(4) present in the ground strap was exposed to (B)(4) for a long enough period of time to form corrosion. An investigation was conducted and concluded that under certain conditions, (B)(4). (B)(4). A global assessment of (B)(4) was conducted. (B)(4). Corrective actions were implemented in response to this issue. The material of the ground strap was changed to a (B)(4). (B)(4). In addition to the implementation of a (B)(4), instructions on the removal and packaging of potentially corroded group straps were incorporated into labeling. A review of complaint tracking and trending from (B)(6) 2009 to (B)(6) 2010 indicated that there were no complaints with respect to corrosion or adverse events in conjunctions with the replacement (B)(4) architect wash zone mechanism ground strap. Product labeling was reviewed and found to adequately address the potential hazards involved with products containing (B)(4); however, labeling was enhanced to include reference to (B)(6).

Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.